Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer they may not have loaded correctly. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 270-271 mg/dl.